Manufacturer narrative:
Baxter received and evaluated the device. The device was found out of specification in relation to the observed symptom "failure to detect downstream occlusion at low, medium, and high settings during evaluation, " during baxter's evaluation which was reproduced. The cause of the failure of the device to detect downstream occlusion alarms at all pressure settings during testing was determined to be a bent door. The device was discovered to have sustain a significant impact which resulted in the bending of the door. The bend in the door caused the pressure plates to move away from the pumping channel so that the tube was not able to open and close and occlude the IV line per specification. The mechanism assembly, door, and link were replaced.

Event description:
It was reported that a spectrum pump failed to detect a downstream occlusion at the low, medium, and high settings during evaluation. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.